Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number : 0002648920 - 2021 - 00091.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: unknown bone cement. Report source: foreign: (B)(6). Customer had indicated that the product will be returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00590.

Event description:
Patient was revised approximately 3 years after initial tka for aseptic tibial loosening and pain. Good cement mantle left in the patient's tibia but tibial component pistoning up and down in the cement mantle. Attempts have been made and no further information has been provided at this time.